Manufacturer narrative:
Product ID 3387s-40, lot# v181305, implanted: 2009 (B)(6); product type lead product ID 3387s-40, lot# v098699, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37651, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was shocked on the left side when using the programmer the nigh prior. The patient went to check the implantable neurostimulator (ins) level, for recharging, and received a shock. The reporter had to pull the programmer out of the patient¿s hand. The reporter noted that the patient was able to use the recharger and recharge without an issue. There was no known accident or incident related to the event. The reporter and patient were afraid to use the programmer, afraid the shock would happen again. The patient also had a loss of therapeutic effect. Later that day, it was reported that the shock occurred down the patient¿s left arm, leg, and face. It was noted that the shock lasted one to two seconds and the sensation lasted five to ten minutes. When the reporter looked at the programmer after the shock it read ¿off, ok.¿ the reporter stated that the patient usually pressed the orange sync button, but could not confirm exactly when he pushed it the night prior. The reporter noted that the programmer usually showed ¿on, ok.¿ the patient¿s symptoms also returned ¿a couple of days ago¿ and on the day prior to the report he ¿could not hold a glass of water or eat.¿ the reporter had just called the healthcare provider (hcp) regarding possibly changing the patient programming. Additional information was requested, but was not available as of the date of this report.